Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site (date not reported) and was treated with oral antibiotics (date and duration not reported).